Event description:
Reported by dr's office as :"a tubing leak. He cut the piece of tubing off and replaced it with another piece of tubing. The port was not explanted." Follow up with the doctor's office reveals: "there was a leak 1 cm proximal to the metal connection to the port and the tail of the band."

Manufacturer narrative:
Taper type ii. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received to product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."